Manufacturer narrative:
Date of event is (B)(6) 2021, the date the ess was told of incorrect reprocessing. As part of our investigation, the ess informed the staff that the facility¿s infection control should be informed of the improper reprocess due to the concern of patient safety. The staff contacted the department manager and the ess discussed the improper reprocessing findings. The ess provided an in-service which included: leak testing, cleaning, brushing, rinsing and pre-soak according to the olympus manual. The ess reported that the facility¿s coordinator arrived after the in-service and was also informed of the reprocessing findings and that someone from olympus would be in contact to obtain additional information. The scope will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer called service center to request reprocessing education and demonstration of an evis exera ii duodenovideoscope. An olympus endoscopy support specialist (ess) arrived at customer site to provide in-service to staff. During the demonstration, ess was notified, by staff that due to staffing shortages scopes are not cleaned immediately after use. The staff confirmed the scopes, ¿on occasion¿, are left over night and cleaned the next day before use. Additionally, staff stated there ¿is no time for pre-soak¿. The in service was completed for proper reprocessing procedures including leak testing, cleaning, brushing, rinsing and pre soak according to the olympus manual. At the time of this report there have been no reported patient infections or harm. This report is for 1 of 3 scopes (duodenovideoscope ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the DHR (device history record ) found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of DHR confirmed that the subject device was shipped in accordance with specifications. The device is not returned and could not be inspected. The ess (endoscopy support specialists) did not find device nonconformity at in-service. The root cause cannot be conclusively identified. Based on the results of the investigation and information gathered, it was presumed that there is a possibility of inadequate reprocessing training to facility staff. IFU (instruction for use) (reprocessing manual) cautions the user against insufficient reprocessing as below: precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) states to reprocess device immediately after procedure as below: pre cleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Pre clean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. IFU (reprocessing manual) states about detailed reprocessing workflow in reprocessing workflow for the endoscope and accessories. Olympus will continue to monitor complaints for this device.